Event description:
It was reported that,at the patient's foot, when rinsing the peripheral venous line, I push the plunger and get a squirt of saline on my hand, which escapes through the plunger and the rubber (a0504). After peeling off the identification label, I realize that the syringe is deformed. No clinical consequences.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.